Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. D11: device name: 28mm dia cocr mod hd -6mm nk, mode#: 163660, lot#: j6343561. Device name: cement palacos r+ gentamicine poeder 12.5mg/g, mode#: 66017747, lot#: 91724820. Device name: stanmore cocr fmrl sz3 std, mode#: 164243, lot#: 6449517. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00150-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilization certificates were reviewed and confirmed that the product is sterilized within the specification range. A review of the complaint database over the last 3 years has found no similar complaints for this item code 165781. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: the event reports wound leakage. The complaint states the reported event (wound leakage) is not device-related, therefore a risk assessment has not been performed. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a primary thr as part of a study. The patient was in ER with wound leakage and fever. Subsequently, he was treated with rinsing of the wound and IV cefuroxime 4 dd 1500mg. After the treatment, the wound leakage decreased and the infection parameters decreased as well. No relation to device and/or procedure.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product remains implanted in the patient. Medical product: stanmore cocr fmrl sz3 std, catalog #: 164243, lot #: 6449517. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00150. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was reported that a patient underwent a primary thr as part of a study. The patient was in ER with wound leakage and fever. Subsequently, he was treated with rinsing of the wound and IV cefuroxime 4 dd 1500mg. After the treatment, the wound leakage decreased and the infection parameters decreased as well.